Event description:
It was reported that the patient was presented in emergency room, with phrenic nerve stimulation. During device interrogation, high threshold of the lv lead was observed. Phrenic nerve stimulation was resolved by reprogramming the patient¿s lv pacing vector. Under fluoroscopy, the lv lead showed signs of migration with very little slack between the device pocket and site of distal fixation. The lv lead was repositioned and tested with acceptable results. The patient tolerated the procedure well and did not experience any adverse events.